Manufacturer narrative:
(B)(4) g2 foreign source: india customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, when the surgeon opened the outer packaging of the prosthesis, the inner sterile packaging was found to be cracked. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual evaluation of pictures provided and returned product confirmed stress damage to the outer carton, a cracked outer sterile blister and a stress mark on the inner sterile blister. The sterility of the implant was confirmed to be breached. The device history records were reviewed and no discrepancies were identified. As the condition of the device when it left zimmer biomet was considered conforming to specification, the root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.